Event description:
It was reported that a pump will not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce a door not fully latched alarm. It was determined that this alarm was caused by a loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected.